Event description:
It was reported that non-sustained right ventricular oversensing was observed on remote transmission on the implantable cardioverter defibrillator (ICD). The clinician inquired for noise, t wave oversensing and crosstalk. The noise was too large to program around. Programming changes were recommended for the post sensed t wave oversensing. No cross talk was present. There were no patient consequences.